Manufacturer narrative:
Weight and ethnicity: information unknown not provided. Date of event - exact date not provided best estimate date between (B)(6) 2021. Initial reporter phone: (B)(6). Manufacturer telephone: (B)(4). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was implanted with a tecnis synergy intraocular lens (iol) in both eyes, and has been experiencing 'waxy vision' and 'poor contrast' since surgery. It was noted that the patient was temporarily impaired and daily activities were significantly affected. Additional information received on 16 july 2021, reported only the lens in the left eye was explanted and replaced. The replacement lens is a model zct225 14.5 diopter iol. No other interventions were required. Last manifest refraction (mrx) and visual acuity (va) measurements are: right eye: +0.25 /-/-. Left eye: +1.50/-0.25/@180. Pre-op va right eye - 20/16; left eye - 20/32. Post-op va right eye - 20/16; left eye - 20/16. Best corrected visual acuity (bcva): 20/16 both eyes. Uncorrected visual acuity (ucva): right eye 20/16, left eye 20/32. No further information was provided.